Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, prior to opening up the pocket, the right ventricular (rv) lead had helix rotation issues. The rv lead was not used. The patient had no adverse consequences.